Event description:
In-office device follow-up showed noise resulting in three detected vt episodes. No therapy was delivered. Pacing impedance trend showed multiple instances of sudden increases with return to baseline. Noise present when patient was not moving. Further lead evaluation was advised. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2024 lead was explanted, fracture noted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.